Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 180603 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained sample needles were assembled with an emerald syringe. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The following information was provided by the initial reporter: "a nurse reported that when she wanted to inject the suspension the patient, there was a resistance, felt like the needle blocked. They then replaced the needle with another one they had (pv fer-il-2021-0003) and injected the patient.